Event description:
During review of the pump's event history, baxter (B)(4) discovered a colleague infusion pump experienced a battery depleted alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
Follow up # 1/supplemental report text-(B)(4) 2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have battery contact corroded. A secondary issue was also noted as broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The 510 (k) # is k073231. The product was replaced and requested back. Product was returned with the following findings: the battery contact was corroded and the meter also had a broken display. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging that his one touch ultralink meter would not power on. The patient mentioned that the reported issue began on (B)(6) 2010 at 10:00am. At the same time the alleged issue began, the patient felt dazed, dizzy and confused. The patient did not seek any medical attention or contact their physician for assistance. This is not the first time the product is being used. The meter did not power on by pressing the power button and the alleged issue was not resolved over the phone. The product was replaced. At this time, there is no evidence that the meter caused or contributed to an adverse event, since the symptoms are not suggestive of a serious injury and the patient denied seeking any medical attention. The complaint is being reported since the alleged issue was not resolved over the phone.